Event description:
It was reported that there is a history of gradually increasing shock impedance measurements with the associated right ventricular (rv). Out of range measurements, greater than 125 ohms were observed with the previously implantable device and with this implantable cardiovert defibrillator (ICD). The patient experienced an episode of ventricular fibrillation (vf) which was successfully terminated with a 41j shock. Device interrogation following the event noted an alert for error (code 1005) indicating an open circuit condition was detected during shock delivery. Review of daily shock impedance measurements noted measurements between 100 ohms to 120 ohms with a delivered impedance measurement greater than 125 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observations. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted multiple times for event outcome. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that there is a history of gradually increasing shock impedance measurements with the associated right ventricular (rv). Out of range measurements, greater than 125 ohms were observed with the previously implantable device and with this implantable cardiovert defibrillator (ICD). The patient experienced an episode of ventricular fibrillation (vf) which was successfully terminated with a 41j shock. Device interrogation following the event noted an alert for error (code 1005) indicating an open circuit condition was detected during shock delivery. Review of daily shock impedance measurements noted measurements between 100 ohms to 120 ohms with a delivered impedance measurement greater than 125 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observations. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted multiple times for event outcome. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.